Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.